Event description:
Complainant alleged that during biomed testing the device displayed "status 66," "status 104" and "status 110" messages. Complainant indicated that there was no pt involvement in the reported malfunction.